Event description:
An operating room director familiar with makoplasty partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) observed that mck trial inserts appeared to be deforming, scratching and chipping upon removal.

Manufacturer narrative:
As part of normal complaint f/u an evaluation was initiated by mako surgical with regards to the event. During trialing of the knee, the tension of the ligaments between the femur and tibia applies a compressive force to the trials that can make the extraction of the onlay insert trial very difficult using standard surgical instruments (hemostats and osteotomes). Mako did not originally provide an instrument for the extraction of the trial using the removal holes in the trials. An onlay insert extractor tool has been designed and tested, and is currently being released to the field to improve the ease of trial removal.